Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the mega suture cut needle driver snapped while in the patient. The surgeon reportedly visualized the occurrence and removed the piece. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and received the following additional information: the procedure being performed was a bilateral inguinal hernia repair. The instrument was inspected prior to use. Suturing was being performed when the reported issue occurred. The surgeon was unsure of what caused the instrument to break. The instrument was in use for 20 minutes before the fragment fell. There were no instrument functionality issues. The instrument did not collide with any other instruments. The instrument was removed before the issue occurred; the wrist was straightened before removal. Upon final removal of the instrument, the wrist was not straightened. No resistance was felt when the instrument was removed. No damage to the cannula was observed. No other damage was observed to the instrument. There were no fragments to remove from the patient. No additional procedures were performed. No additional testing was performed. A backup needle driver instrument was opened to complete the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to found to have a broken grip cable at the distal idler pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.